Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedances as low as 0 ohms, increased right ventricular (rv) pacing threshold measurements, and elevated threshold measurements. The device had been reprogrammed to decrease the amount of pacing. The device outputs were reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported.